Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was stuck on blue screen. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote support service update folder was not current. A technical support specialist copied the folder from a healthy pyxis anesthesia station (pas) cart to the same location on the affected device. The device was then rebooted, and the pas application launch was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was stuck on blue screen . The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.